Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the root cause is unknown. One 24 f button feeding device was returned for evaluation. An initial visual observation showed use residue throughout the device, especially on the outer surface of the device. The sample was patent to infusion and did not leak during aspiration, however, when the bolus was filled with water and the port faced downward, a dripping leak was observed from the valve. A microscopic observation revealed some use residue within the internal bolster and near the valve, but not underneath the valve. No damage was observed on the valve or the surface it contacts on the bolster. The wall of the bolster was removed and a small gap was observed between the valve and its contact point on the bolster, however no damage or residue was observed. The cause of the small gap between the valve and the bolster which allowed for leakage is unknown; however possible causes include valve deformation due to residue buildup or excessive/extended decompression tube insertion and material fatigue. A lot history review (lhr) of huat1462 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's mother that her daughter's button began leaking due to an alleged valve breakdown and leaked of stomach acids. This button was originally placed on (B)(6) 2017 and had to be removed today (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huat1462 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's mother that her daughter's button began leaking due to an alleged valve breakdown and leaked of stomach acids. This button was originally placed on (B)(6) 2017 and had to be removed today(B)(6) 2017. No patient injury was reported.